Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to symptomatic pelvic relaxation, vaginal vault prolapse and stress urinary incontinence along with concurrent transurethral bladder neck suspension, left inguinal herniorrhaphy and vaginal vault suspension by sacral spinal mesh colpopexy. It was also reported that following insertion the patient experienced infection, urinary problems, recurrence and neuromuscular problems. It was further reported that the patient underwent removal of mesh on (B)(6) 2011 due to repair of rectocele opening. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to left incarcerated inguinal hernia. It was reported that the patient underwent placement of bard mesh perfix plug on (B)(6) 2009, along with meshes. It was reported that the patient underwent boston scientific advantage fit on (B)(6) 2011, along with complete colpocleisis & enterocele repair. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that mesh was implanted due to symptomatic pelvic relaxation, vaginal vault prolapse and stress urinary incontinence along with concurrent transurethral bladder neck suspension, left inguinal herniorrhaphy and vaginal vault suspension by sacral spinal mesh colpopexy. It was also reported that following insertion the patient experienced infection, urinary problems, recurrence and neuromuscular problems. It was further reported that the patient underwent removal of mesh on (B)(6) 2011 due to repair of rectocele opening. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.